Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaw and clip stuck on the tissue. Opened second device and same thing occurred. Surgeon struggled to get the devices off. Another device was used to complete the case. There was no adverse consequence to the pt reported.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.